Event description:
On (B)(6) 2006, customer (mother) measured ear temperature on a (B)(6) baby, taking three consecutive readings, the highest being around 101f. Customer claimed she used the thermometer according to the directions. Customer brought the baby to her pediatrician. The physician instructed the mother to give the baby tylenol and monitor her condition. A follow-up appointment was scheduled for (B)(6) 2006. The baby's temperature was monitored at home with the ear thermometer. The baby and the ear thermometer were brought to the pediatrician's office as scheduled. The physician observed that the ear thermometer was reading 3 degrees lower than the office's ear thermometer - via the doctor's ear thermometer the reading was 106f. Due to the baby's high fever the doctor suggested that the baby be taken to the emergency room. The baby was taken to the emergency room for further treatment, and completely recovered. The customer notified (B)(4) (where the thermometer was sold at retail) on (B)(6) 2006. (B)(4) notified microlife by letter, which was received on (B)(4) 2006. The product was returned to microlife for analysis on (B)(4) 2006.